Event description:
A (B)(6) y/o active male, got biomet magnum m2a-taper, metal on metal, total hip 2007. Hip has been good, no symptoms. Saw ortho surgeon for hip checkup. Discussed trouble with metal on metal hip giving off chromium and cobalt. (B)(6) 2018. Got labs in mail. Chromium high 3.4. Cobalt high 2.8.